Manufacturer narrative:
The complaint states primary tha had taken place on july 29th 2008. Revision took place on december 28th 2015 on suspicion of armd caused by mom. The surgeon found the soft tissues around the joint had been covered with milky liquid. He also found black substances on the removed implants. He replaced the metal insert, the 28mm metal head and the stem with a marathon poly liner, a 32mm delta head and other stem of the same size respectively. A sleeve and a cup were not replaced. The patient is now under observation. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary tha had taken place on (B)(6) 2008. Revision took place on (B)(6) 2015 on suspicion of armd caused by mom. The surgeon found the soft tissues around the joint had been covered with milky liquid. He also found black substances on the removed implants. He replaced the metal insert, the 28mm metal head and the stem with a marathon poly liner, a 32mm delta head and other stem of the same size respectively. A sleeve and a cup were not replaced. The patient is now under observation. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 03-march-16. Following receipt of products and a translated report, the complaint was re-opened (B)(4) 2016 and transferred to bioengineering for investigation (B)(4) 2016 (B)(4). A report was received from bioengineering 29-february-16, summarising that: no x-rays or medical records were provide for review. The 3rd parts technical report has been reviewed. However, no further action is required. It was unlikely that a manufacturing defect was present. The complainant did not report a device defect. No corrective action is required. Post market surveillance is per sep 419. No further investigation is recommended. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision took place on suspicion of armd caused by mom. The surgeon found the soft tissues around the joint had been covered with milky liquid. He also found black substances on the removed implants.